Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy electrode message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode (te) messages) has been confirmed. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node and ECG-b. The cause of the check te message is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.